Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. Visual inspection and pressure testing were performed; the reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an empty intravia bag was missing the ¿closures/valves on the spike lead.¿ the missing valves resulted in the bag leaking during filling. There was no patient involvement. No additional information is available.